Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The hip prosthesis was revised after 5 years and 7 months in vivo due to a fracture of the revitan stem at the connection pin. The revitan stem was used in combination with a merete bioball head and merete bioball 4-xl head adapter resulting in an offset of approximately 16 mm. This has to be considered off-label use for two reasons. First the combination of a zimmer product with a non- zimmer product and second the combination of the stem with a head/head adapter of an unauthorized (too long) neck length. Zimmer has not tested the safety and effectiveness of its products combined with non-zimmer products. Furthermore, the combination of a revitan stem and a head/head adapter with a neck length of more than 8 mm is an unauthorized combination which is not released by zimmer (see www.productcompatibility.zimmer.com). The "lnstruction leaflet for endoprostheses" that accompanies every zimmer product points to these facts under chapter "1.1 general instructions" [1]. The fracture of the connection pin occurred due to fatigue in the non-blasted area some millimeters below the proximal end of the distal part. The fracture origin is located on the lateral side. Macroscopically as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. The appearance of the fracture surfaces could suggest that as the fatigue portion of the fracture reached approximately 75% there was a change in load that probably led to the ultimate fracture. The medial side of both fracture surfaces is polished which could suggest contact between the two parts after the fracture. The vertical cracks observed on the proximal fracture surface could probably be a result of torsional loading. As the vertical cracks advanced along the surface fragments were probably detached from the proximal fracture surface. It is unknown what happened to those fragments. On the proximal fracture part of the pin there is a half circumferential stripe revealing a mixture of surface changes. It is unknown if these changes existed already before the start of the fracture and may have contributed to the fracture or developed exclusively as a concomitant phenomenon. Bone attachments could be observed on the distal part of the revitan stem but not on the proximal part. This is aligned with the surgical report of revision describing that the distal part could be extracted only after several procedures. There are x-rays at hand from after the implantation and from before the revision. The latter show that the proximal part of the stem is tipped medially and there is a radiopaque line lateral to the stem indicating its original position. The tipping of the stem was probably possible because the bony support was suboptimal in this region. However, without a complete x-ray follow-up it remains unknown how the bony situation, e.g. The proximal bone support, changed over time in vivo. The proximal part of the revitan stem shows signs of loosening in the form of polishing. It remains unknown if the polishing occurred before or after the fracture. Instruction leaflet for endoprostheses, art. No. D011 500 200 - e/d/f/I/sp/sw - ed. 04/08. Conclusion: based on the above described findings, it can be concluded that the fracture was not triggered by a single factor, e.g. Material failure. There were rather several factors that may have contributed to the fracture, e.g. Possible changes of the bone situation leading to suboptimal proximal bone support, the surface changes on the connection pin and the increased lateral offset that may have led to enhanced bending and torsional forces at the connection pin. However, it is unknown to which extent each of the factors influenced the sequence of events finally resulting in the fracture of the stem and whether there were other influencing factors not mentioned above. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not yet receive the device, but is mentioned by complainant that it will be returned for investigation. Where lot numbers were received for the devices, the device history record were reviewed and found to be conforming. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e fitmore hip stem) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported, that a patient was implanted with a revitan revision stem system on (B)(6) 2010 because the implanted stem loosened. It is also reported that acute pain and diagnosed fracture of the cone connection was occurred on (B)(6) 2016. The revision surgery was performed on (B)(6) 2016. According to the information at hand, the revitan revision stem system was implanted together with competitor products (ceramic head merete bioball, adapter 3xl merete biobal), according to this information it is an off label use.